Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported the patient lost their scs charging system. In turn, they went an extended period of time without recharging their ipg. As a result, the patient's ipg became inoperable and was explanted and replaced (with a different model) to address the issue.